Event description:
Customer reported low blood glucose symptoms with result of 64 mg/dl. She self-treated with a tuna sandwich; customer re-tested 8 minutes later and result was 162 mg/dl. Both results were obtained on the aviva plus system. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.